Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted tones and the patient went to the clinic. It was discovered that the shock lead impedances were higher than normal. The rv lead was a non-boston scientific product. No adverse patient effects were reported. A lead revision was performed to replace the rv lead. During the procedure, the lead was successfully replaced with another non-boston scientific lead and normal measurements were observed when tested on the pacing system analyzer (psa). When the lead was connected to the crt-d, the setscrew was not functioning properly so the device was also replaced. The crt-d was initially returned to the patient, but it is expected to be returned for laboratory analysis.

Event description:
The device was returned for laboratory analysis.

Manufacturer narrative:
Once the crt-d has been returned and analysis completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the right ventricular (rv) ring seal plug was missing and the retainer ring is bent up and had markings on its surface. In addition, the seal plug for the left ventricular (lv) ring was also missing but the other seal plugs were found to be intact. These observations are consistent with damage induced during an explant procedure. All setscrews moved freely and operated normally. An is-1 lead was inserted into both ports, with no issues observed. A review of the memory did confirm that the shock impedance measurements went high out of range (B)(4) 2011. The device was then exposed to simulated heart load conditions, and the pacing, defibrillation, and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the setscrew issue. The missing seal plug and damage to the rv retainer ring is consistent with induced damage that most likely occurred during the explant procedure. In addition, analysis was unable to confirm the high out of range shock impedance measurements. No anomalies were found on the setscrews or seal plugs for the defibrillation ports and testing verified normal shock function.

Manufacturer narrative:
This report is being filed to correct the MDR type to an si report.